Event description:
It was reported that a crystalens at50ao shifted towards the posterior capsule creating a rent upon insertion into the pt's left eye. The surgeon then removed the lens due to weak/loose zonules. The surgeon implanted another make and model lens successfully. Sutures were used to close the wound as part of surgeon's standard procedure. The surgeon states that in his opinion the likely reason for the event was that the capsule was loose from the beginning. Pt's current status is good. Please reference MDR#: 2031924-2012-00061 for the delivery device.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.